Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases, two side bail covers and the ring cover were broken and the battery drawer was damaged (it was pried on). All found defective parts were replaced. (B)(4).

Event description:
The external pulse generator was returned as a loaner return/restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.